Event description:
It was reported the device was used during a colon resection. It was reported the tlc55 failed to fire on the first attempt. A new tlc55 was opened to complete the case. There was no consequence to the pt.